Event description:
Spontaneous call. Patient reports cassette failure, lot number 4291411. No further information known. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided?, is the actual cassette available for investigation? Yes, did we replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Is the infusion life sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.